Event description:
It was reported that during surgery for proximal femur fracture, there was an issue when drilling the drill bit into the bone. The drill bit seemed dull and then it bent. The drill bit was discarded and a different one was used. Also, during the same surgery when the surgeon was putting a screw into the plate, the head of the screw snapped off. The surgeon used the screw without the head. No fragments were generated. There was no complaint against the plate. Upon final tightening trying to compress the plate to the bone, the head of screw pooped off and remained on the end of the hand screwdriver. The screw head was discarded. It was confirmed that the screw was hand tightened all the way. There was an approximate thirty minute delay and patient was not harmed during procedure. The outcome was less then desirable due to the plate position. The plate and screw are currently in the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.